Manufacturer narrative:
Pump received with button error alarm and intermittent esc button response due to corroded keypad traces. No unexpected frozen display noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4)

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer changed batteries and insulin pump froze. Customer also reported of receiving a button error alarm. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.